Event description:
It was reported to vyaire medical that the lap top ventilator 1200 while on a patient, the leds at the vent mode buttons began to flash (similar to when the vent mode is being manually changed).the alarm sounder is not working as well and no alarm sounds occurred at all. The customer confirmed that there was no patient harm associated with the reported event since the unit did not actually change mode or function.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Vyaire failure analysis was able to verify the reported problem. Isolated to collapsed dome button intermittently making contact. The ltv (lap top ventilator) membrane assy p/n 17513-001 was visually inspected, uut (unit under test) found no signs of damage or misuse. Pressed the membrane buttons on a flat surface, some buttons were found to have no tactile click/feedback. Membrane switch was connected to a known good ltv system and powered on. Performed vent check -control function to confirm membrane functionality. Found assist/ctrl-simv/CPAP button would intermittently activate involuntarily. This dome button was found to collapsed and very sensitive making contact and the select, breath rate, volume/pressure, and silence reset buttons to be collapsed.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire failure analysis was able to duplicate the reported issue. The uut (unit under test) was tested and failed due to internal damage. Unit fails alarm test during bench testing due to a non-conforming alarm sounder pn 21150-001. As a resolution, the alarm sounder was replaced and process ventilator thru service. Visual inspection found no visible defects, damaged or contamination. The uut was installed installed to a known good ventilator. A series of on/off cycles were performed and the uut was found to barely audible when alarming. With the [?]alarm ops' selected the alarm volume set at 85db was found to adjust normally but, at a reduced volume. Uut found to have a resistance value of 15. Typical value is less than 20. The uut successfully under went an x-ray inspection at which a dislodged diaphragm caused the muffled volume alarm of the sounder. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."